Manufacturer narrative:
Patient identifier - (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cancer gastrectomy, on the esophago-jejunal anastomosis, there were sizes used, after stapling the esophagus and correct placement in site of the circular stapler, after numerous attempts, no insertion of the device was possible because the tilt-top anvil remained in closed position. After repeated attempts and also changing operators, the surgeons were forced to open the staple line on the esophagus and position a common anvil in the standard manner closing the esophageal stump with a purse string suture. The surgical time was extended by thirty minutes or more due to the product problem and the patient was hospitalized. They performed further surgical maneuvers on the esophagus and a new anastomosis and the anvil was removed and a new one was used to complete the case. There was a patient injury.